Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA would not detach after use. The following was reported by the initial reporter: "it was reported that the parent of the consumer is not satisfied with nano pen needles. Stated his daughter has a difficult time removing the pen needle from the insulin pen after the injection. Also, the consumer stuck her finger several times when removing the pen needle. Verbatim: from phone call on 2021-01-07 16:35:41: catalog: 320122 lot: 0105185 samples: yes date of event: unknown sending mail kit to get samples and receipt back. Cl parent of consumer stated, he is not satisfied with using nano pen needles stated, his daughter has a hard time removing pen needle from insulin pen after injection stated, his daughter has stuck her finger a few times when trying to remove the pen needle. Did not seek medical stated, his daughter is now using a different brand and he wants refund for bd pen needles, (copay).parent will call back with product information and it was explained, he would have to provide receipt and only can refund up to 2 boxes. (B)(6)"

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA would not detach after use. The following was reported by the initial reporter: "it was reported that the parent of the consumer is not satisfied with nano pen needles. Stated his daughter has a difficult time removing the pen needle from the insulin pen after the injection. Also, the consumer stuck her finger several times when removing the pen needle. From phone call on (B)(6) 2021, 16:35:41: catalog: 320122; lot: 0105185; samples: yes; date of event: unknown. Sending mail kit to get samples and receipt back. Cl. Parent of consumer stated, he is not satisfied with using nano pen needles stated, his daughter has a hard time removing pen needle from insulin pen after injection stated, his daughter has stuck her finger a few times when trying to remove the pen needle.did not seek medical stated, his daughter is now using a different brand and he wants refund for bd pen needles, (copay).parent will call back with product information and it was explained, he would have to provide receipt and only can refund up to 2 boxes. Cl".